Manufacturer narrative:
It was reported that the patient's pressure sore worsened. The worsening was assessed as a serious injury. The patient was placed on the auto logic system. During the investigation process, it was clarified that the pressure ulcers worsening was related to the usage of the following system: a mattress with serial number and (B)(6) pump with serial number (B)(6). The customer alleged that the patient was lying on the deflated mattress for 24 hours. The system was reported as continuously faulty to arjo. The system was checked at arjo service center, and it was found that the pump was working correctly; however, the issue with the mattress was found. The two cells were not inflating. The mattress was repaired. Those cells are responsible for supporting the central part of the patient¿s body and are crucial for maintaining proper pressure distribution. When these cells fail to inflate, the mattress cannot provide adequate support, leading to a noticeable dip in the middle section due to the low-pressure. However, when there is a low-pressure situation, the system is designed to alert the personnel by trigger the audible and visual alarm. According to the instructions for use (IFU 630933en), users are warned: "the controls are situated on the top of the pump and a sophisticated alarm system differentiates between normal operation and genuine system faults. If an alarm situation is detected an indicator illuminates on the top land front of the pump and an audible warning sounds". Additionally, the IFU inform users about the action that should be done when the system malfunction is being detected, what parts should be check and what actions should be done to resolved the issue. IFU aware users to "if the trouble shooting procedures do not return the system to normal performance, stop using the system immediately and call the service engineer." "If existing wounds do not improve or the patient's condition changes the overall therapy regimen should be reviewed by the prescribing clinician. The above are guidelines only and should not replace clinical judgement." The IFU informs users about the way of: "the auto logic systems are indicated for the prevention and/or management of all categories of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care. Selection should be based, upon a holistic assessment of the patient¿s individual care needs.'' To sum up, pressure injuries are complex and result from multiple contributing factors, including advanced age, immobility, co-morbidities, microclimate, incontinence, and insufficient repositioning. A support surface is only one of many interventions needed to prevent pressure injuries. In this case, the mattress was deflated; however, when a low-pressure situation occurs, the system is designed to alert personnel through audible and visual alarms. The patient already had a stage ii wound, which worsened to a sloughy wound of severity 3 after lying on a deflated mattress for 24 hours. The exact cause of the deterioration could not be clearly identified, as pressure injuries are multifactorial and influenced by various conditions. Arjo device failed to meet its specification due to the mattress deflation. The device was in use during the patient¿s treatment and from that perspective it played the role in the event. This complaint was assessed as reportable due to the allegation that the patient sustained a serious injury.

Event description:
It was reported that the patient pressures sore got worsened. The worsening was assessed as serious injury. The patient was placed on the autologic system. Over 2 days following installation, the rental mattress had 4 faults reported. The service center, after further evaluation, found the pump was working correctly; the issue with the mattress was found. The two cells was not inflating. The mattress was repaired.

Manufacturer narrative:
The investigation is still ongoing. Further information will be available in the next expected report.

Event description:
It was reported that the patient pressures sore got worsened. The worsening was assessed as serious injury. The patient was placed on the autologic system. Over 2 days following installation, the rental mattress had 4 faults reported. The service center found the pump was defective, the issue with the mattress was noticed.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. No UDI information is available; the device was manufactured before UDI implementation. The device is distributed outside the us and no gudid information exists.